Event description:
It was reported that there was an infected battery site post-operation that required antibiotics. The healthcare provider (hcp) said there ¿may¿ be an explant. Patient outcome and intervention were not known. Follow-up being conducted.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicated that patient experienced pain and drainage at the infection site with some breakdown. The organism cultured was beta strep. The patient received antibiotics and compounding powder were initiated. The wound appeared better and no drainage. The health care provider would be repositioning the battery deeper on the day of this call. It was reported a day later that patient seemed well and the health care provider (hcp) thought the stiches caused it so she repositioned deeper and tacked it down within the pocket and then stapled. So far seems like she was doing well. It was reported 5 days later that patient incision looked good.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0p20c, implanted: (B)(6) 2014, product type: lead; product ID neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).